Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 30 mm inner vessel diameter, the aortic neck length was 20 mm, there was 15 percent over sizing, the aortic neck had 20 degrees angulation, and there was moderate calcification in the aortic neck. The vessel morphology was reported as moderate calcification and moderate tortuosity in the iliac limbs. The stent graft was initially successfully implanted in the pt, however upon removal of the delivery catheter the apexes of the stent graft were inverted into the stent graft, after getting caught on the delivery catheter. The delivery catheter was removed from the pt. The inverted apexes could not be corrected and the stent graft was no longer correctly positioned; the stent graft was moved distally. The physician was unable to correct the apexes, an attempt was made with a 14 fr sheath and balloons. The delivery system was not torqued at any time. The physician elected to convert the pt to a conventional graft with an open surgical repair. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (conversion to surgical repair). Results/conclusions: (tortuous iliac arteries); (pending device analysis).